Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited a gray battery bar indicating low battery voltage when interrogated with wireless telemetry. The bar displayed green when interrogated with non-wireless telemetry and battery measurement was normal. Reinterrogation with wireless telemetry, again, displayed a gray battery bar. The device remains in use. No patient complications have been reported as a result of this event.